Manufacturer narrative:
It was determined that the mr technologist was not following acr safety protocols. D4 primary unique device identifier (UDI) # is not applicable as the device was manufactured prior to UDI implementation.

Event description:
It was reported that as an MRI technologist brought in patient with wheelchair to perform a scan the wheelchair was too close to the vicinity of the magnetic field and captured the wheelchair. It attached to the front opening of the MRI bore and the patient sustained a minor injury to their foot.